Manufacturer narrative:
Not returned to manufacturer.

Event description:
Dr. (B)(6) notified rep, (B)(6), of a broken 1st mpj plate. According to dr. (B)(6), the patient isn't the most compliant patient and missed a few follow up appointments. The patient came for a follow up after experiencing some pain (almost 2 months post-op) when dr. (B)(6) took x-rays to discover the broken plate. The rep followed up with the doctor to confirm that the plate was not bent or manipulated in any way prior to placing plate for implantation the initial case. No interfrag was used for the fusion. Dr. (B)(6) removed the plate and screws (on (B)(6) 2016) and did not implant another plate or any other hardware. The patient wanted to keep the plate and screws so we won't be receiving anything back. The surgeon noted that he didn't notify the rep asap because he wasn't concerned and has seen other competitor's plates break before.